Event description:
I was convinced by my ophthalmologist to have the cypass micro-stent inserted to relieve symptoms of glaucoma. This happened during cataract surgery on my right eye performed on (B)(6) 2017. My vision was immediately blurred significantly. Because of this adverse result, my doctor decided to wait beyond the two weeks usually scheduled between two eye surgeries (right eye, left eye). Surgery on my left eye was performed on (B)(6) 2018 resulting in the same blurred vision. When confronted with this awful outcome my doctor stood by his decision and, even though the product had been removed from the market, he stated that it was a valuable product that he would readily use again. I sought out a second opinion and was told that the surgery itself had been performed properly and that the micro-stent was probably at fault. I consulted a lawyer. At that time his research showed no lawsuits in progress against alcon. FDA safety report ID# (B)(4).